Event description:
The senior medical affairs specialist mailed a leter since the pt could not be reached. The pt contacted lfs alleging that their one touch ultra meter would not power on. The pt reported that the last test was performed in 2004 at 10pm. They described feeling sleepy during the time of concern. They had attempted to test while experiencing symptoms. Approximately 8 hours later they were seen at the hospital, where a blood glucose reading of 45 mg/dl was obtained on an accucheck meter. They were administered food and/or a beverage. The customer service representative confirmed that the pt was using the correct type of test strips, battery were correctly installed, battery was replaced less than 1 year ago, and the battery contacts were in good condition. There is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The pt did not allege harm. Based on the information available the pt experienced injury and medical intervention due to the meter malfunction. Pt's meter was replaced.